Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. The complaint is confirmed for one (1) of one (1) returned roi-a implant holder (pn ir9280r) for the failure of instrument being fractured and missed an instrument subcomponent. Visual inspection reveals two fractures (in handle, on shaft) and that the ball stop is missing. Medical records were not provided for review. Potential cause: the cause of the damage cannot be determined at this time since there is no information available regarding how the instrument was being used or handled at the time of the damage. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that an implant holder was discovered to have a cracked handle and a missing ball stop during surgery. There was no impact on the patient.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that an implant holder was discovered to have a cracked handle and a missing ball stop during surgery. There was no impact on the patient.